Manufacturer narrative:
Conclusion - customer replaced unit.

Event description:
It was reported via repair work order that the pc board had corroded components due to fluid leaking on it. This could create a potential shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.